Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2010; product ID 694765 implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed with no anomalies found. Visual summary analysis indicated apparent explant damage.

Event description:
It was reported that during a right ventricular lead extraction about three years prior, a dislodgement of a right atrial (ra) lead occurred. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.